Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the ipg had flipped in the ipg pocket. A bump was noted at the ipg site. The patient experienced leg pain and the doctor was concerned the flipped ipg was pressing on the sciatic nerve. The patient also needed an MRI of the back. As a result, the scs system was explanted on (B)(6) 2016.